Event description:
It was reported that the patient presented in clinic for a checkup. It was noted that atrial loss of capture was noted on electrocardiogram (egm). Atrial under sensing with atrial overpacing when the patient was in atrial fibrillation as well as auto mode switching was also noted on previous remote transmissions. Programming changes were made. The patient was stable before, during and after testing and reprogramming and was to be followed remotely and in clinic.